Event description:
The following has been reported by customer: make & model: fresenius agilia sp mc wifi gb infusion pump serial number: (B)(6) location: brantham ward - ips. Description: b5 escalated to b6 that patient's cbg levels are rising, despite being on scale 3 of a variable rate intravenous insulin infusion. B6 attended to see patient and observed that only 12mls was gone from the syringe, despite the pump running between 5-8mls/ hour for the past 6 hours (35 mls should have been infused). Probable pump error. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. Reproducible tests have been carried out including displacement test, flowrate test and quality control. All the tests were found to be compliant with specifications. Device internal check also did not reveal any anomalies. For this complaint, the reported issue could not be reproduced, and no root cause was identified, the complaint is therefore not valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.